Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpacked ar-12990 with batch 15219818 received. Visual evaluation did not show any external damages but the moving jaw has signs of metal surface oxidation. Functional testing with a test needle (ar-12990n, batch 12937484) revealed the needle could not be completely inserted. This indicates a blockage of the cannulation. This type of event is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. The reported event is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy meniscucs roo repair surgery 2 fiberlinks were successfully deployed into the meniscus using the knee scorpion, upon deployment of the 3rd fiberlink, the suture was not passed through the tissue, the needle no longer deployed and when the needle was removed, it was broken, with the flat edge stuck in the shaft of the scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully, the surgeon usually uses 3 fiberlinks, but resorted to completing the procedure with the 2 successful sutures. It was not necessary to switch the surgical technique or do a second surgery.